Event description:
It was reported that this right ventricular (rv) lead was intermittently capturing, resulting in a lead revision procedure. During the revision, there were reported issues retracting the helix. The rv lead was explanted and a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was intermittently capturing, resulting in a lead revision procedure. During the revision, there were reported issues retracting the helix. The rv lead was explanted and a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.